Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were dispatched in emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading at the time of emergency medical services dispatch was 30 mg/dl. The customer was treated with glucagon and food at the hospital. Customer current blood glucose was 240 mg/dl. The insulin pump will not be returned for analysis.